Event description:
Pt previously sustained a right hip fracture, which was treated by compression hip screw, and then bipolar prosthesis in 1989. The pt presented with complaints of pain with all physical activities. Radiographs revealed the femoral component appears to have "sunk" into the femur. The pt was taken to surgery where the bipolar prosthesis was removed and a right total hip arthroplasty was performed. The bipolar prosthesis was removed with difficulty.